Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display, weak battery and low battery alert from the insulin pump. The customer's blood glucose level was 145 mg/dl. The customer stated that he replaced the battery with costco kirkland battery and the screen went blank. The customer stated that the screen uploaded and he received weak battery alarm. The customer stated that the battery cap was not damaged or corroded. The customer was advised to monitor the pump.